Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced hyperglycemia of value 500mg/dl. Customer stated they changed the set and reservoir and treated with the insulin pump. Customer declined to troubleshoot for high blood glucose. Device will not be returned for analysis.